Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the pacemaker revealed noise. The patient was brought into the clinic and interrogated. Interrogation of the pacemaker revealed diagnostic anomaly resulting in incorrect measurements. The device was working as intended. No intervention was performed. The patient was in stable condition.